Event description:
Pt was bilaterally implanted with smooth saline prostheis on 6/20/96. On 9/3/96 the physician noted that the left breast had developed an infection and swelling and the right prosthesis had deflated. No add'l info regarding this occurrence is available at this time. The MFR will request the return of the device for eval purposes and will continue its investigation of this occurrence.